Event description:
It was reported that while the patient was connected to external batteries, a low flow alarm and yellow wrench popped up on the system controller. The green arrows on the controller were black. The team connected the patient to the power module. No flow, rotations per minute (rpm), or pulsatility index (pi) values were seen on the system monitor. The "pump off" message was seen, as well as the start pump button, but it was unresponsive when pressed. The team was instructed to press any button on the controller and exchange the controller. No affects were noted on the pump. Another power module and system monitor were used with no results. The pump continued to be unresponsive and no communication could be established. The patient was brought to the or and the pump was replaced. The patient was clinically stable as of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B1/h1: report type corrected. D3: manufacturer contact corrected. D4: catalog number corrected. G1: manufacturer contact corrected. Manufacturer's investigation conclusion: incidental findings: damage - main pcb. The report of a pump stop was confirmed during the evaluation of (B)(6). The submitted system controller log files appear to show normal pump operation between 17apr2023 and 26apr2023 (per the programmed date and time. The actual reported date was 27jul2023). At 15:31 on 26apr2023, there was a sudden loss of communication with the lvad and pump power decreased from 3.4w to 0.6w. The pump was disconnected from the controller at 15:49 and the controller was shutdown. At 16:42, the controller was reconnected to power and to the pump, however the system continued to show a total loss of communication and a power value of 0.5w. (B)(6) was returned assembled with the pump cable cut approximately 3.5" from the housing. The severed portion of the pump cable, the modular cable, and the outflow graft were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump rotor and rotor well showed no scratches or damage. The returned portion of the pump cable appeared unremarkable. After cleaning, electrical continuity testing of the pump cable found no wire-to-wire shorts. The pump was connected to a test system controller and no communication with the motor could be established. The pump was connected to a test fixture and again no communication could be established. These findings are consistent with the events recorded in the submitted system controller log files. The pump was forwarded to the abbott zurich facility for further evaluation of the pump motor. The lvad log files were retrieved and showed no atypical events leading up to or at the time of the pump stop. Non-destructive testing confirmed there was no communication with the microprocessor. The motor electronics were confirmed to have a lower-than-expected power consumption, indicating a potential issue with the internal circuitry. The motor was destructively opened, and microprocessor power was measured to be in the expected range. X-rays scans of the microprocessor confirmed there were no missing connections or short circuits between the microprocessor and the printed circuit board. Based on these findings, the microprocessor was determined to likely have internal damage. However, the root cause of the damage cannot be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas instructions for use (IFU) contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was asymptomatic.